Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 523 mg/dl at lunch. After treating for low blood glucose with carbs. The customer was declined to troubleshooting. The customer was treated with insulin pump for high blood glucose. The device will not be returned for analysis.